Event description:
Physician was using forceps to obtain ascending colon biopsy. This piece of equipment was actually tearing the colon tissue. Noted at the biopsy site was slightly increased bleeding and bruising.